Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac power cord was found to be damaged. There is no thermal damage or wire exposure. The device's power cord was replaced to address the issue. Additional findings not related to the malfunction/issue the device's flow sensor and blower assembly were replaced due to dirt observed.